Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was exhibiting oversensing noise that was causing pacing inhibition. No changes or intervention was reported. There were no patient consequences.